Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned (4) 0.3ml 31g 8mm syringes in an open polybag from the lot# 2269224 and (3) printed photos showing fluid at the tip of the cannula. It was reported that the syringe have a liquid coming out the needle. All the return samples were tested and small clear droplet of material came out of the cannula from only one syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 2269224. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the foreign material as silicone.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the syringe have a liquid coming out the needle. The liquid is almost oil feeling, its thicker consistency and does not have an order.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the syringe have a liquid coming out the needle. The liquid is almost oil feeling, its thicker consistency and does not have an order.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.